Event description:
A (B)(6) female patient called zoll customer support to report that her monitor response buttons weren't working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working has been confirmed. Upon investigation the front response button was non functional. The front response button cable was creased. The root cause for the creased response button cable could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.